Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device used in this incident, a technical support specialist (tss) called the hospital's main number and was connected to acute care, where customer was contacted and granted dial-in permission. The tss dialed into the station and observed no notices on the screen. Dial-in access to the server was also established, and a server downtime query was run, which showed no messages stuck or delays. The extract transform load (etl) process was confirmed to be running successfully. It was noted that the facility had only one station. Customer was contacted again to verify whether orders were crossing and confirmed that there were no active orders at that time. Customer was informed that the case would remain under observation for 24 hours, which was acknowledged. After 24 hours of observation, the user confirmed that orders were crossing without issue. Permission was granted to close the case. The system functioned as intended after technical support specialist tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es orders were not crossing. However, there were no delays or adverse events or injuries reported based on this event.